Event description:
During a ptca/stent procedure, the intended rca lesion was predilated with a balloon catheter. The zeta was then advanced over the guide wire to the lesion; however, the stent would not cross so it was pulled back. The stent felt loose on the balloon, so the entire system was removed. When the stent reached introducer sheath, it dislodged and was lost in the sfa. Pressure was applied on the right sfa to keep the stent in place and a contralateral sheath was placed from the left groin. A snare device was then used to remove the stent from the sfa and the procedure was completed with another device.